Event description:
It was reported during set up of an unspecified procedure the aspiration needle was fractured. The procedure was completed with an olympus back-up device. No patient harm was reported.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: d8, h2, h3, h6. The device was returned to olympus for inspection and the customer's reported issue of a fractured needle was not confirmed, there was no damage to the needle tip. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.